Event description:
It was reported that after 24 hours of use it was noted that the filter was cracked at the site where it is connected on the infusion set. Progressive leaks occurring during the first 24 hours of use. The nurse indicated that the consequences of the leak were loss of time, infusion not totally received by pt because of leak and possible route of infection.